Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral introducer does not grip the femur securely.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the femoral introducer does not grip femur securely. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on its overall surface. No anomaly nor other cosmetic damage was identified on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed and it revealed both the side knob and the central wheel were jammed and impossible to move. Given the observed condition of the device it is not unreasonable to conclude that the attune femoral introducer was unable to hold/retain. The potential cause is being attributed to maintenance as it was indicated in the IFU-0902-00-836 rev. G that, all moving parts must be lubricated with a water soluble lubricant. Lubricate after cleaning and prior to sterilization. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.